Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to lead fracture and noise. This ra lead was replaced. No additional adverse patient effects were reported. Additional information was received indicating that an x-ray confirmed an ra lead break under the suture sleeve. This ra lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there were dried blood and tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 195 to 208 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observation of noisy signal was likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to lead fracture and noise. This ra lead was replaced. No additional adverse patient effects were reported. Additional information was received indicating that an x-ray confirmed an ra lead break under the suture sleeve. This ra lead was returned.